Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported having a crack on the insulin pump. Customer stated that reservoir rings were broken and there was damage to the reservoir compartment as the insulin pump has been dropped on occasions. Customer stated that last week her blood glucose readings went up to 565 mg/dl and had to treat with manual injections. Customer declined any further troubleshooting. No further information reported.